Event description:
Hill-rom received a report from the account stating the head brakes were not holding. The bed was located in the off-site repair warehouse of the accounts. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The technician found the plastic bushings were worn and broken on the hex rod. Per the hill-rom service manual the bed should be subject to an effective maintenance program. An annual service of the bed is advised in order to maintain its characteristics and performance. Brake casters should be checked for cuts, wear and quality tread, etc, and replaced when necessary. Check the brakes to see whether the bed moves when the brake pedals are pressed and repair and necessary. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed from 2006-2013. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the hex bushing to resolve the issue. Based on this information, no further action is required.